Event description:
The pt was reportedly experiencing sound quality issues and overly loud stimulation. The pt has inconsistently used the external equipment. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing was incomplete due to the pt's discomfort. Surgery to explant the pt's device will be scheduled.